Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified. Additional information: h6.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 12/10/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: how many procedures/patients were affected by this issue? How many devices demonstrated the alleged deficiency on each involved patient event? If possible, please confirm the number of suture that frayed and the number of sutures that broke. When did the issue occur? (In the package, during removal from the package, during handling prior to using on the patient, or during use on the patient) ? Were there any patient consequences during any of the procedures affected? Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq) please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. It is reported problems with the batch, which has presented problems in its use in flag. The comment of the disagreement was ¿suture is easily cut when passing stitches, even ¿frayed¿. There were no patient consequences reported. Additional information was requested.